Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had an accumulation of fluid at the implant site. It was described as a superficial blood blister at the surface of the ipg site. The patient was treated by the physician. The physician does not believed it was an allergic reaction. The patient was reportedly doing well. No further information can be obtain.